Event description:
As reported, the thermogard console (sn (B)(6)) displayed a tcmid:05 (coolant diff failure) error message. Another thermogard console was used to treat the patient. No consequences or impact to the patient.

Manufacturer narrative:
The customer reported complaint for the thermogard console (sn (B)(6)) displayed tcmid:05 (coolant diff failure) error message was confirmed during the event log review but not during the initial functional testing. During device evaluation, the lm34 temperature sensor was found to be rusty, corroded or degraded, which most probably caused the thermogard console to display the tcmid:05 error message intermittently. The root cause of the observed issue is most likely attributed to user mishandling, the lack of proper maintenance cannot be ruled out. The thermogard system passed the functional testing without error, and the reported tcmid:05 was not reproduced throughout the testing. The technical evaluation revealed a malfunctioning lm34 temperature sensor as a possible root cause, and it needs to be replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for the thermogard console with sn (B)(6). (B)(4), reported on september 03, 2020, the lm34 temperature sensor was replaced to remedy the fault.